Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The visual analysis of the device was performed based on a photo image which was provided by the customer. The actual device was discarded by the customer. A visual examination of the photo determined that the sterile packaging was opened and the device was removed. Signs of clinical use and evidence of blood was observed was observed the loading and delivery devices. The delivery device remained within the loading device. Based on images one could not determine whether the plunger is unlocked. No clear shot of the device is provided. The seal could be observed in its original folded position, and loaded into the delivery tube. There is no evidence to support the reported failure "failure to deploy". Based on the available image, the reported failure "failure to deploy" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not open when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.